Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 and h6 (remove 1094 - complete blockage from medical device problem code). Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 06/21/2024. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. It is unknown if the reprocessing was conducted in accordance with instructions for use (IFU). No physical damage was confirmed at the place where the foreign material remained. The root cause of the foreign material remained in the device could not be identified. The instruction manual states the detection methods in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection" and preventive measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the gastrointestinal videoscope exhibited white foreign material at the air/water tube, the air/water cylinder. The jet tube also had white foreign material which resulted in clogging of the tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.